Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune rp impactor broke when attempting to implant the tibial tray component. No pieces fell into the patient. Procedure was completed with the fb impactor. No delay. Please send replacement directly to account (B)(6). Please use (B)(4). Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.